Event description:
The doctor claims that during the aorta-bifemoral procedure, the graft leaked blood [as if it were not sealed]. The doctor waited for the graft to clot. The graft was left in. The procedure outcome was succesful. The patient's condition is fine. On 5/15/2001, co learned the following: the quantity of blood lost through the graft was minimal. The doctor now claims that the leakage was not actually a full bleed, but only a heavy blush. The blushing lasted for approximately ten minutes. No clotting agents were used.